Event description:
It was reported that the patient underwent a surgical procedure involving this inflatable penile prosthesis (ipp) due to corpora fibrosis; it was also said that a longer implant was required. The preconnected system was removed and replaced with a new one. There were no additional patient complications reported.